Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had a black screen. The issue occurred during preparation for use for a bronchoscopy. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: a1, d4 (should be blank) and g2 (also need to be selected foreign). Additional information added to fields h2, h3 and h6. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: -faulty printed circuit board. Olympus will continue to monitor field performance for this device.